Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately high readings. The sr. Medical surveillance specialist (smss) contacted the patient to obtain and verify information; however was unable to reach her by telephone. On november 12, 2009, smss sent a letter requesting the patient contact medical surveillance. On event date at an unspecified time, the patient claimed she took 'too much insulin', fifteen units 'laser' insulin. The patient then experienced the symptoms of feeling faint and sweating. At 6:30 pm, the patient obtained the blood glucose reading of 58 mg/dl on the reported meter. The patient's husband contacted emergency services. Paramedics arrived within ten minutes, and tested the patient's blood glucose level to be 28 mg/dl. The patient was transported to the emergency room. It would have been helpful to determine the patient's blood glucose level prior to taking the increased dose of insulin, her expected blood glucose readings, her insulin regimen, if she received any treatment prior to the paramedics' arrival, what treatment she received from the paramedics, and her blood glucose level as tested in the emergency room. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking an insulin dose based on a reading from the reported meter, and received emergency medical attention. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.